Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture and exchange of textured devices to smooth.

Event description:
Patient reported right side "potential suspect of rupture¿ and exchange of textured devices due to patient's concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: additional observations: deformation device observed on the device. Crease fold observation on the device. Wear abrasion observed on the device. Piece orientation dot missing observed assessed as inconclusive no further actions are required as the device was implanted.

Event description:
Patient reported right side "exchange of textured devices due to patient's concern. Device has been explanted.